Event description:
One week after insertion, when flushing, catheter was completely fractured at the conjunction of tubing and oval disk.

Manufacturer narrative:
Results of a device evaluation will be filed in supplemental when sample is received.